Manufacturer narrative:
The manufacturer is currently in the process of requesting further information from the hospital in which the event occurred. As the serial number is not yet known, the site of manufacture could be either livanova (B)(4) corp or sorin group (B)(4). Device discarded by hospital.

Event description:
The manufacturer was notified on june 2nd 2017 that a perceval valve was explanted after approximately 4 months. The patient had previous abdominal problems , had a colostomy bag, and was described as quite critical by the physician. Due to such factors the patient was considered at high risk of infection. A perceval valve was implanted in (B)(6) 2016 (date unknown) as it was considered a suitable valve for the patient's condition by the physician. After some months endocarditis occurred and the physician decided to explant perceval and to implant a pericardial bioconduit on (B)(6) 2017. The patient is doing well. The valve was discarded by the hospital and the serial number is not known.

Manufacturer narrative:
No further information will be made available to the manufacturer from the physician. Based on limited information received the root cause cannot be determined at this time. The device is not available for return or analysis nor is the serial number known to the manufacturer.